Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, link failed to open and displayed a 500 internal server error. The issue occurred because station link functionality was not working after upgrade. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed to open and displayed a 500 internal server error. A technical support specialist (tss) documented the actions taken for the reported issue. The tss kept the case open while awaiting customer confirmation and supporting information related to a node.js automatic upgrade that occurred during windows patching. The customer later confirmed that the upgrade was initiated through the internal pp system, as validated by the health information technology team. Additional supporting information was requested from the customers side to further validate the behavior, however, this information was not received. Since the issue had already been resolved by the health information technology team by restoring node.js to a supported version in line with enterprise server guidelines, the case was closed. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, link failed to open and displayed a 500 internal server error. The issue occurred because station link functionality was not working after upgrade. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.